Manufacturer narrative:
Concomitant medical products: product ID: 37081, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that a patient had pain at the implantable neurostimulator (ins) site on (B)(6) 2010. The ins was removed, but the wires were left in the patient, and it was thought the reason for ins removal was the ins site pain. The patient was still having a lot of pain due to another surgery and was cut at the connecting wire side of the implant. It was noted that the patient had a failed laminectomy. Her healthcare professional wanted to do a lumbar MRI and brain scan and the reason for the MRI and brain scan was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.